Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation results. New information added to the following fields: d8, d9, h3, h4, h6 and h10. Corrected field: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was a sandstorm noise due to temporary poor communication due to the effects of dust attached to the inside of cv-290's video jacket, or the effects of foreign objects (such as chemical residues, water plaque, or gauze bubbles) attached to clv-290's scope jacket. Or that the combination of xenon light source/ video system center used in the combination had problems connecting the communication wires. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, during preparation for use, a sandstorm-like noise occurred in the endoscope image with the combination of xenon light source/ video system center. The event improved after restarting. The unspecified diagnostic procedure was completed using the subject device. There was no report of patient harm associated with this event. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.